Event description:
It was reported by the customer that a PICC line was "leaking" at the top of the hub where the lumens are in. No other information was provided. Additional info received on 27 july 2023: the event directly involved a patient but did not involve an urgent or life-threatening medical situation. There was no physical harm to the patient when this was discovered. PICC was discovered to be leaking at hub sites. It interrupted administration of IV meds for at least 24 hours. There was no harm done with this episode. The PICC was replaced on (B)(6) 2023. The catheter was secured with a 3m securement device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that a PICC line was "leaking" at the top of the hub where the lumens are in. No other information was provided. Additional info received on 27 july 2023: the event directly involved a patient but did not involve an urgent or life-threatening medical situation. There was no physical harm to the patient when this was discovered. PICC was discovered to be leaking at hub sites. It interrupted administration of IV meds for at least 24 hours. There was no harm done with this episode. The PICC was replaced on (B)(6) 2023. The catheter was secured with a 3m securement device.

Event description:
It was reported by the customer that a PICC line was "leaking" at the top of the hub where the lumens are in. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.